Event description:
During placement of a right internal jugular central line, the j-guidewire broke off in the patient; physician was not aware that this had occurred. Patient began having arrhythmias and was transferred to another acute care facility for ablation. The j-guidewire was discovered at that time & removed.manufacturer response for spring-wire guide with arrow advancer, agb+ pressure injectable multi-lumen cvc kit (per site reporter).notified on 1/8/2013.